Manufacturer narrative:
(B)(4).the device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified de novo superficial femoral artery that was 80% stenosed. Pre-dilatation was performed with a 6mmx100 balloon at nominal pressure. A 5.5x180mm supera stent was advanced to the lesion and deployment was initiated. During deployment, the stent got elongated and deployed in the sheath. It was confirmed that the stent was 5-6cm away from introducer sheath, and the deployment lock was not unlocked and the thumb slide was not advanced to the most distal position on the handle. The supera device (stent implant and delivery system) were simply pulled out altogether along with the introducer sheath under fluoroscopy. The procedure was aborted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation was unable to be confirmed. The reported activation/deployment failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Reportedly, during deployment the stent got elongated and deployed in the sheath. It was confirmed that the stent was 5-6cm away from introducer sheath, and the deployment lock was not unlocked and the thumb slide was not advanced to the most distal position on the handle. It should be noted that the supera peripheral stent system instructions for use (IFU) states: "while maintaining increased magnification from step 3, rotate the deployment lock to the unlocked position. In addition, step 9 states; under fluoroscopy slowly advance the thumbslide to the distal most position on the handle". As reportedly the stent had already elongated and deployed in the sheath prior to performing these steps, the deviation of the IFU does not appear to have caused/contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment the sheath was too close and the stent inadvertently deployed/elongated into the sheath. The heavily calcified, mildly tortuous and 80% stenosed anatomy likely contributed to the reported stent elongation. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.